Event description:
The customer alleged they received questionable total bilirubin gen3 (bilt) results on their c501 analyzer. The customer provided data for two patients, one of which had a discrepant result. The patient's bilt result from the c501 analyzer was 1.14 mg/dl and it was reported outside the laboratory. The result was immediately caught and the doctor was contacted and informed it was an erroneous result, so there was no adverse affect to the patient. The nurse had tested the patient's sample on a handheld device and the result was 17 mg/dl. This result was considered correct. The bilt reagent lot number was 69580401 and the expiration date was 08/31/2015. The field service representative found mis-adjusted rack movement in the sampling area. He adjusted the sample line rack movement. A precision test was done with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.